Event description:
The facility reported a colleague pump with a battery dysfunction during bio-medical service. There was no documented patient injury or medical intervention necessary. Baxter's review of the device event history determined the reported condition as damage to battery interrupted delivery. The user interface module master software version for this device is 5.09.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has been previously serviced for the reported condition, and the main batteries and harness had been replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displays the apply sample indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 (at 9am). The patient indicated she does not take oral medication or insulin to manage her diabetes. According to the csr's documentation, the patient did not test with another device after the alleged issue occurred, the patient went to the gym to exercise, and a 1 1/2 hour later, the patient became shaky. At 10:45am, the patient indicated she administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr verified the patient was using the correct test strips and the proper blood glucose testing technique (per owner's booklet recommendation). The csr guided the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Correction: review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed in the device event history. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up report will be submitted if additional information becomes available.